Event description:
The customer received a questionable ethanol gen. 2 result for one patient sample. The initial result was 2 mg/dl and was reported outside the laboratory. The physician called the laboratory and said that the result did not fit clinical picture. A new sample was received for the patient and the result was 380 mg/dl. The first sample was then repeated as an aliquot in a false bottom tube and the result was 416 mg/dl. The repeat result was believed to be correct. The patient was not adversely affected. The reagent lot number was 61076901 with an expiration date of 09/30/2015. It was noted that alcohol was used as a disinfectant where the ER had started the IV and drew the sample. Product labeling states to not use alcohol or other volatile disinfectants at the site of venipuncture. The field service representative found there was possible mis-sampling due to undetermined reason. Potentially the tube was slanted while on the instrument or a bubble caused short sampling. The customer was instructed in careful placement of tubes on the instrument into a vertical position. He checked the instrument and found all mechanical components were working within specifications. The field application specialist checked the calibration, qc and application parameters which were within specifications. Qc and precision testing were performed.

Manufacturer narrative:
A specific root cause could not be determined. It was noted the clotting time and centrifugation time might have been too short according to tube manufacturer recommendations. Based on the provided calibration, qc, and precision data, a general instrument or reagent issue could be excluded.